Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- only the threaded part of the driving cap 03.010.523 was returned, the main section of the device was not returned. The threaded part is stuck in the also received concomitant insertion handle 03.010.486. The insertion handle is otherwise in a good condition with no visible damages, there is no evidence that this device contributed to the complaint condition of the broken driving cap. The main section of the device was not returned and the fragment is stuck in the insertion handle, therefore a dimensional inspection cannot be performed. A visual inspection and document/specification review were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. Without the main section and the fragment stuck in the insertion handle a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an insertion of lateral femoral nail (lfn) procedure due to a broken femur, the driving cap snapped off inside an insertion handle upon insertion of an unknown nail. During procedure, the surgeon attached the driving cap to an insertion handle, tapped the driving cap and it snapped at the thread, leaving the threads of the driving cap stuck in an insertion handle. The procedure was successfully completed using another driving cap and insertion handle. There were no surgical delay or patient harm reported. Concomitant device/s reported: unknown femoral nail (part # unknown, lot # unknown, quantity 1), insertion handle (part # 03.010.486, (lot # 9009018, quantity 1) this report is for one (1) driving cap/threaded . This is report 1 of 1 for (B)(4).